Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 1101 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include chest pain and nausea. Once at the hospital the patient was admitted to the intensive care unit (ICU). The patient remains in the hospital at the time of this call. No further information could be provided as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.